Manufacturer narrative:
Device received with cracked and bleeding lcd glass. Unable to perform the displacement due to physical damaged to lcd glass.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that screen of pump is damaged. Customer had a blood glucose level of 120 mg/dl. Customer's insulin pump will be replaced. Insulin pump will be returned for analysis.